Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had demand count transaction. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue with demand count transaction. A technical support specialist (tss) reviewed the demand count issue and explained to the customer that the discrepancy occurred due to a canceled process and human error in the beginning count. The tss clarified the report details, confirmed that the extra item affected the final count, and advised the correct steps to prevent the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had demand count transaction. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.